Event description:
Report received from the USA stating that the device had a damaged nose cone. The device was not being used during surgery. It is unk if injury or medical intervention occurred. No add'l info provided. The date of the event is unk.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info is received, a supplemental report will be sent. Ref: (B)(4).